Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump had a critical pump error after exposure to water. Blood glucose level at the time of the incident was not provided. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The device powered up properly after battery installation. No critical pump error alarms were noted. The device alarmed pump error 75 during self test and received with high sleep and active currents due to corroded electronic assembly. However, the device passed rewind test, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The motor was found with traces of corrosion per visual inspection. The device was received with cracked case on the back at the battery tube area, reservoir tube lip, retainer and battery tube threads. The device was received with minor scratched display window, case and keypad overlay texture damaged.